Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use in a shoulder arthroscopy, the specialist followed all the steps before placing the twinfix anchor, introduced it and when it was screwed, the anchor broke. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No patient complications were reported. Patient health condition is stable.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Based on the information provided, it is unclear if the broken anchor pieces were retained or remove from inside of the patient. If the broken anchor pieces were retained inside of the patient it is implantable; so, biocompatibility is not an issue. However, we cannot rule out the possibility of local skin irritation, micro-motion/migration of the possibly retained broken pieces. According to the report, the procedure was successfully completed without surgical delay using a smith and nephew back up device. No patient complications were reported, and the patient health condition is stable. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.